Manufacturer narrative:
Batch review performed on 25 september 2017. Lot 164488: (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully.